Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report of "defib fault 196" was verified and attributed to a loose flex cable. The flex cable and interlock connector were replaced to remedy the problem. The customer's report of "discharge fault" was verified and attributed to the high voltage module not seated properly. The high voltage module was seated properly to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 196" and "discharge fault" messages. Complainant indicated that there was no patient involvement in the reported malfunction.